Manufacturer narrative:
Sections with additional information as of 23-may-2023: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter and test strips were returned for evaluation. Product testing was performed and no defect found on returned meter and returned test strips. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for low and high blood glucose test results. The customer is concerned with test results from results obtained of 147, 148, 145 and 52 mg/dl. The customer¿s expected am fasting blood glucose test result is 100 mg/dl and expected 2 hour post meal, expected blood glucose test result is 118 mg/dl or less. The customer feels well and did not report any symptoms. Customer advised, that when she has the result of 52 mg/dl fasting, she was feeling shaky, which is why she took her blood sugar. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification; customer advised that she carries her meter/strips with her in her purse to work as she has to test 4x per day. The test strip lot manufacturer¿s expiration date is 06/30/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 147 mg/dl, date: (B)(6) 2023 time: 4:27 pm 2 hrs. After meal. Result 2: 148 mg/dl, date: (B)(6) 2023 time: 7:07 pm 2 hrs. After meal. Result 3: 145 mg/dl, date: (B)(6) 2023 time: 10:53 am fasting. Result 4: 147 mg/dl, date: (B)(6) 2023 time: 10:52 am fasting. Result 5: 52 mg/dl, date: (B)(6) 2023 time: 1:52 am fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure the replacement products resolved the initial concern, able to establish contact with customer who stated, replacement products resolved initial concern.